Event description:
It was reported that the x-ray table was lowered, the technician's foot was trapped between the foot pedals and table trim cover. The concern is for serious injury due to a potential pinch point.

Manufacturer narrative:
Ge field engineer adjusted the lower limit for the table to make sure that the trim cover will not trap an operator's toe at this site. Attempts to obtain pt info was unsuccessful.